Manufacturer narrative:
The info received on (B)(6) 2011 indicated that an MDR was required for this event.

Event description:
It was reported by a customer on (B)(6) 2011 during the middle of the procedure, the laser system had no aiming beam. No pt injury was reported.